Event description:
A healthcare provider (hcp) reported that the patient¿s pump started beeping a week prior to the report. The patient came into the office and the pump was read and indicated the pump went into safe state. The hcp stated the pump had multiple motor stalls and recoveries. The first stall occurred on (B)(6) 2013, and the last stall occurred on (B)(6) 2013. A low battery reset occurred on (B)(6) 2013. The hcp summarized that sixteen stalls and restarts occurred since (B)(6) 2013. The patient did not have any withdrawal symptoms, and the only symptom noted was that ¿the patient heard the alarm¿. Per the manufacturer¿s device registry, the patient¿s pump was replaced on (B)(6) 2013. The medication used within the system was baclofen 2000 mcg/ml.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the device was replaced on (B)(6) 2013. The medication in the pump was lioresal. The patient was reported to have had baclofen withdrawal symptoms. It was noted there was no patient injury and the patient status after the device was removed was stated as recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l78429, implanted: (B)(6) 2000. Product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump and motor revealed feedthru anomaly; shorting across insulator.

Event description:
Information was previously reported in manufacture report #3007566237-2013-02476. Additional review determined it was related to this event. [It was reported ¿other stalls¿ in the past occurred ¿at this time frame for patients¿ when discussing a specific patient¿s pump alarm (refer to manufacturer report # 3004209178-2013-12266). When further information was attempted to be obtained, it was reported the health care provider had ¿already¿ reported the events and sent back the pumps. No further information was provided. Additional information has been requested, but was not available as of the date of this report]. Any additional information will be reported in this manufacture report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.